Event description:
The hospital reported a stent fell out of the distal end of the scope during a procedure when the doctor was introducing an endotherapy accessory through the instrument channel. The procedure was aborted, and the hospital discontinued use of the scope. There are no allegations of harm.